Event description:
The biomedical engineer (bme) reported that the telemetry transmitters were showing signal loss at the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the telemetry transmitters were showing signal loss at the central nurse's station (cns). This was happening 10 seconds out of every 5 minutes. The multiple patient receiver (org) and cns had been restarted. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause for signal loss was found to be related to user workflow issues. The customer was leaving the batteries in the zm transmitters even when not in use which caused corrosion on the battery contacts, resulting in signal loss. The customer's workflow was corrected, and the issue of signal loss was resolved. Additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer reported that there was intermittent signal loss on the central nurse's station (cns) monitoring telemetry transmitters. It seemed like this happened 10 seconds every 5 minutes. The multiple patient receiver (org) and cns has been restarted. They have had signal loss issues in the past and have nihon kohden has gone in to remediate the issue but the issue comes back. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the org. The customer provided the model of the 3 transmitters but the serial numbers were not provided. Central nurse's station: model: cns-6801a, sn: (B)(4). 3 telemetry transmitters: model: zm-521pa, sn: no information.

Event description:
The biomedical engineer reported that there was intermittent signal loss on the central nurse's station (cns) monitoring telemetry transmitters. It seemed like this happened 10 seconds every 5 minutes. The multiple patient receiver (org) and cns has been restarted. They have had signal loss issues in the past and have nihon kohden has gone in to remediate the issue but the issue comes back. No patient harm was reported.